Event description:
I had essure implants a year ago since, I have had severe lower back pain, bloating, hot flashes, heavier periods, numbness in legs and hands, dizziness, ringing in ears, metallic taste in mouth, weight gain, depression and hospitalized. I had to quit a job due to physical impairments from the device. I went to my doctor. I went through MRI's, cat scans and found beginning stages of osteoarthritis, however, neither my doctor or neurologist could explain why I had such extreme pain along with the other symptoms.